Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range (high) impedance measurements on this defibrillation lead and this transvenous pacing lead.